Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the left cylinder was identified. The cause of the cylinder tear was not detailed by the hospital. All the components were removed and replaced with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole in the outer tube and hole in the fabric threads from kink resistant tubing (krt) wear in the proximal end of the cylinder. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had a hole in the outer tube from krt wear in the proximal end of the cylinder. Leakage test revealed that the first cylinder had a leak from krt wear in the proximal end of the cylinder. The second cylinder passed the leakage test. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump krt were worn to the filament. One krt had a hole in it, but did not leak. The pump passed the leakage test. The pump failed the activation test. The reservoir was microscopically inspected and leak tested. Microscope examination revealed the reservoir had wear at a fold in reservoir shell. The reservoir passed the leakage test. Based on the information available and analysis results, the reason for the mechanical issue and the hole/perforation was most likely determined to be the first cylinder leak from krt wear from the functional test performed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the left cylinder was identified. The cause of the cylinder tear was not detailed by the hospital. All the components were removed and replaced with no patient complications.